Event description:
It was reported that a spectrum pump alarmed system error 306 (ds rdng out of range (high)) after starting infusion in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: (B)(6) 2022. The device was received for evaluation. During functional testing, a system error 306 alarm was reproduced. A review of the event history log revealed 'system error 306'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream sensor reading. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.